Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The two additional proglide devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique using an 8f hole prior to an endovascular aneurysm repair (evar). The sutures of two proglide devices were successfully placed. The sheath was upsized to a greater than 8.5f sheath and the evar was completed. Reportedly post procedure the pre-placed sutures broke during knot advancement. A third proglide was used and the sutures also broke. A fourth and fifth proglide device was used successfully to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.